Manufacturer narrative:
Findings: the unit was received stuck in blank-flashing white lcd with audio beeps cracked lcd controller. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to blank-flashing white lcd. The unit was received with scratched casing, minor scratches on lcd window, scratches on display window cover and pillowing keypad overlay. No cracked lcd window noted.

Event description:
The caller reported that the insulin pump had cosmetic damage. The customer's blood glucose was unknown. The customer fell and landed on the insulin pump. The screen was cracked. The device started beeping. The insulin pump was returned for analysis.